Manufacturer narrative:
Device evaluated by MFR: the amplatz - pi was returned for analysis. It was observed that the coil wire was unraveled due the core wire was found detached separated from distal tip to the transition point. No other issues were identified with the device.

Event description:
Reportable based on device analysis completed on 23feb2025. It was reported that tip damage occurred. The 90% target lesion was located in the severely tortuous and moderately calcified superficial femoral artery. During procedure, a damage was observed at the tip of the product. The procedure was completed with another of same device. There were no patient complications as a result of this event. However, device analysis revealed core wire detached and separated from distal tip to the transition point.